Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right asymmetry. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 375cc mentor smooth round moderate plus profile on the left side and with 300cc mentor smooth round moderate plus profile on the right side and experienced breast implant deflation on her left side, and asymmetry on the right side postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3502350; serial number (B)(4) on the right side, and with catalog number 3502375; serial number (B)(4) on the left side on (B)(6) 2021. This report is for the patient¿s right-sided device.